Manufacturer narrative:
A steris account manager arrived onsite and confirmed that the cover had detached from the lighting system. The account manager observed that the cover had been damaged which is indicative of facility personnel bumping the lighthead into other pieces of equipment. It was also noted that multiple lightheads were damaged within other operating rooms at the facility. The harmony led surgical lighting ssystem operator manual states, "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The user facility elected to replace the covers themselves and returned the lighting system to service. The account manager counseled the user facility on the proper use and operation of the harmony led surgical light, including the importance of not bumping the light into other equipment. No additional issues have been reported.

Event description:
The user facility reported that a plastic yoke cover from their harmony led585 surgical lighting system detached and fell during a patient procedure. The cover did not impact the sterile field. A procedure delay occurred while facility personnel evaluated the situation, and the procedure was completed successfully. No report of injury.